Manufacturer narrative:
Philips has notified the customer that the battery must be acquired through an authorized distributor and provided the information required to obtain a new battery. No further evaluation is warranted at this time. Based on the information available the cause of the reported problem was a defective battery. Further root cause was not determined.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that it beeps and gives an error of deactivated discharge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Investigation summary and codes are corrected with the rationale "we do not have evidence in the case that identifies or confirms a battery failure, the rse suggested replacing battery as a first step in the troubleshooting process but we did not confirm receipt of battery or that battery replacement cleared the failure so we can't point to battery failure as the root cause.". Philips has notified the customer that the battery must be acquired through an authorized distributor and provided the information required to obtain a new battery. No further evaluation is warranted at this time. Based on the information available the cause of the reported problem could not be determined. The reported problem was not confirmed.